Manufacturer narrative:
Received 4 pictures showing the inline filter and the labeling side of a package. In one of the images fluid can be seen pooling at the outlet filter. On (B)(6) 2024 devices were received for evaluation. Received five (5) new list #140149291 primary plum sets. As received no damage or anomalies were noted. Each set was leak tested per specification. No leakage was observed. The complaint of leaking filter line could not be replicated on the returned samples however it can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 where the customer reported that when the infusion commenced, the nurse noticed leaking of unspecified chemotherapy medication from the 0.2-micron filter on the giving set. The giving set had been primed with saline, but the clinical trial drug then commenced infusing down the line and the filter started leaking leading to chemo exposure to patient and staff. The chemo spill cleaned up per facility protocol and a spill kit was not use since not required and the line disposed of without any chemo spilling elsewhere. Additional information was provided stating that there were no cuts, holes or defects noted on the product. As the line had to be disposed of while flush running, patient was not able to have full flush after treatment finished, there was also a delay to patient discharge due to this, no medical intervention was necessary. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The actual device is not available for evaluation, however, a sister sample and photo sample are reported to be available for investigation but not yet received. E1 - (B)(6).